Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a 99% stenosed and severely tortuous lesion. A 16 x 2.50 promus elite stent was advanced to the target lesion and deployed. Following stent deployment, an edge dissection was noted at the proximal edge of the stent. Another 16 x 2.50 promus elite was deployed to cover the dissection and complete the procedure. No further patient complications were reported, and the patient was reported to be stable following the procedure.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a 99% stenosed and severely tortuous lesion. A 16 x 2.50 promus elite stent was advanced to the target lesion and deployed. Following stent deployment, an edge dissection was noted at the proximal edge of the stent. Another 16 x 2.50 promus elite was deployed to cover the dissection and complete the procedure. No further patient complications were reported, and the patient was reported to be stable following the procedure.